Event description:
See initial report

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found error code associated to the stirrer motor. The patient pump, the stirrer motor and the distribution board were replaced to solve the reported problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event is a stuck patient pump, due to bearing corrosion caused by environmental conditions in which the pump worked, as high temperature, condensation and humidity. This led the motor shaft to not rotate freely generating an excessive power consumption by the pump that consequently led to an over-current ultimately damaging the board.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump at the start up. There was no patient involvement.